Manufacturer narrative:
Cynosure clinical reached out to the site and confirmed no patient injuries had occurred. Operator was unaware of the handling precautions required for the optic fiber and may have inadvertently pulled or stressed the fiber during treatment. Labeling informs users that the optic fiber is fragile and to never tightly bend or wind the fiber more than 30cm. Operator was not trained by a cynosure trainer but in house by other staff members. Proper clinical training was discussed in detail with the site. The device history record confirms that the product passed and met all requirements before releasing. Cynosure field service engineer (fse) arrived at site and confirmed fiber had broke. To resolve the issue, fse replaced the fiber. This is considered an accidental radiation occurrence (aro) since laser can inadvertently fire out of broken fiber. This event is reportable since a device malfunction occurred and it if were to reoccur, it could cause a serious injury.

Event description:
It was reported that the fiber sparked and caused smoke during a laser hair reduction treatment using elite+.